Event description:
During the decortication portion of a simmetry procedure the surgeon encountered what he considered to be normal resistance while using the #2 sacrum decorticator. Upon feeling the resistance he reversed the direction of decortication to back the instrument out; fluoroscopic imaging of the instrument tip showed that a small portion of the cutting element had broken off of the instrument. The surgeon made multiple attempts to retrieve the fragment however was unsuccessful and the broken fragment remains in the pt. The surgeon completed the procedure without further incident.